Manufacturer narrative:
The real intelligence 6 mm cylindrical bur, part # rob10036, lot # 1125569, intended for use in treatment, was returned for evaluation. The reported problem was visually confirmed. The bur's insertion tip which locks into the the drill collet was detached from the bur shaft and still lodged into the collet of returned drill (B)(6). Functional evaluation could not be performed due to broken/damaged parts. The most likely cause seems to have been from an unexpected material fracture, possibly due to high torsional forces acting on the anchoring point when burring. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that during a cori-assisted tka, when burring the real intelligence 6 mm cylindrical bur fell out. The bur broke at end. A small tip was stuck in drill collet, retrieve and removed from field. Surgery was performed after a non-significant delay, with a back-up device. No patient complications were reported.